Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator replacement, set screw issue was observed. The rv lead could not be removed from the device despite all efforts. As a result, the rv lead was cut-off. The device was replaced; patient was in stable condition post-procedure.

Manufacturer narrative:
The reported inability to loosen the rv lead from the device was confirmed in the laboratory. Visual inspection identified silicone, septa material inside the df4 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.